Manufacturer narrative:
As the lot number for the devices were provided, a device history review was performed. The samples were not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model u4150515rx dilatation catheter allegedly experienced balloon rupture. This information was received from various sources. Of the two malfunctions, two patients were involved with no patient consequences or impact. The two patients involved were male, no details were provided on one of the patients and the other patient was reported to be (B)(6) years old and weighed (B)(6) kgs.